Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Device had intermittent button response and button error alarm due to corroded keypad traces. Device had cracked display window corner and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 315 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.